Event description:
It was reported that a spaceoar placement procedure under general anesthesia was aborted. The physician injected 1-2 cc of hydrogel. However, the space did not form. No patient complications were reported as a result of this event.